Event description:
Report received of an overdelivery due to the nurse programming a second loading dose when the display showed that the first loading dose was not completed. The pump was programmed in the pacu to deliver morphine 1 mg/ml in the pca + continuous mode. The remaining settings could not be recalled. The pump had been infusing, but the pt complained of unrelieved pain. The nurse opened the door and programmed a loading dose of 1mg. The nurse reported that the pump displayed that it had delivered 0.1 mg and then stopped. There was no alarm reported. The nurse then programmed another loading dose of 0.9 mg. When the second loading dose was complete, the pump displayed that 1.9 mg had been delivered. The pump was immediately removed from clinical service. There was no adverse pt effects reported. Though requested, no additional info was available.